Event description:
It was reported the console was outputting erratic speeds. A rotapro console kit gen 230v was being used during a procedure for treatment. During the procedure, the target speed was set to 180,000 rpms, however the device speeds were reaching as high as 300,000 rpms. The device was exchanged to successfully complete the procedure. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of the rotapro console. The speed display changes by itself between 0 and 300k rpm in normal mode as well as in dynaglide mode, when trying to launch the rotation, even without gas connection. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for the speed display changes by itself between 0 and 300k rpm in normal mode as well as in dynaglide mode was most likely determined to be by a short circuit on the pcba on the front housing from the functional test performed and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that by a short circuit on the pcba on the front housing was the most probable cause of the complaint.

Event description:
It was reported the console was outputting erratic speeds. A rotapro console kit gen 230v was being used during a procedure for treatment. During the procedure, the target speed was set to 180,000 rpms, however the device speeds were reaching as high as 300,000 rpms. The device was exchanged to successfully complete the procedure. No patient complications resulted due to this event.